Manufacturer narrative:
Results: lesion not pre-dilated. Device or procedural images not provided for review. Conclusions: cause of break unknown due to lack of information received and non-return of product. (B)(4).

Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to a lesion but the shaft broke. The delivery system and stent were removed. Patient was treated with a new stent. No clinical sequelae were reported.